Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a fusiform thoracic aortic aneurysm in zone 1 approx 3 weeks ago. This required the common carotid arteries to be de-branched prior to the procedure. It was reported that the femoral iliac arteries were too thin to use as access; therefore, the physician used the ascending aorta approach. Another MFR's stent was implanted at the distal end of the aneurysm, followed by the talent stent graft which was implanted proximally. A type 1 endoleak was detected. The decision was made to implant talent thoracic cuff was implanted; however, the pt has kidney insufficiency, therefore, it was not possible to run a contrast radiography to confirm whether the endoleak resolved. The physician's comment was that there was no other way to access aneurysm and this pt has kidney insufficiency, so it was not possible to confirm the status of the endoleak via contrast radiography. No additional clinical sequelae were reported, and the decision was made to monitor the pt.

Manufacturer narrative:
(B)(4). Eval results: (endoleak). (Disease femoral arteries, renal insufficiency). Conclusion: (disease femoral arteries, renal insufficiency). (Aneurysm was accessed via the ascending aorta).

Event description:
Additional information was received as follows: it was reported that the physician confirmed that the follow-up CT scan revealed that the type I endoleak was resolved without any additional intervention.